Manufacturer narrative:
Blank display due to faulty motherboard. Unable to perform the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the device did not turn on when they replaced the battery. The insulin pump was returned for analysis.